Event description:
In (B)(6) 2017, my former pcp dr. (B)(6), referred me to dr. (B)(6) for pain management. During my initial visit, he told me if I were on disability, he wouldn't be willing to help me at all. I was still working at that time, as I didn't become disabled until (B)(6) of 2022. Dr. (B)(6) also said if I were to ever be prescribed low dose pain medication (he'd never prescribe anything other than low dose), I would have to withdrawal every now and again, which honestly seems cruel to me. Why am I being punished for my pain that I didn't ask for? I never signed a pain contract with him. He offered to implant a spinal cord stimulator (scs), as he thought I'd be a good candidate for it. I was desperate for pain relief and considered it, as I trusted he knew what he was talking about. In (B)(6) 2017, I was referred to (B)(6) to perform the psychological evaluation for the implantation of the spinal cord stimulator device. I failed the exam and it was determined my results clearly indicate a poor prognosis for invasive procedures and that my emotional stress was not well managed. In (B)(6) 2018 dr. (B)(6) implanted the trial scs, which was successful. In (B)(6) 2018 dr. (B)(6) implanted the permanent scs. I was told I'd only need approximately 4 days off from work. The surgery was very painful and I needed closer to 4 weeks off, and that was pushing it. I recall my manager being upset with me, as she did not prepare for me being out of the office for that long. I woke up during the second half of the procedure and heard all 17 staples go in my back. I also heard the conversation between dr. (B)(6) and (B)(6) (abbott representative). I recall dr. (B)(6) telling (B)(6) he had to cut patients off of their opioids due to the opioid epidemic even though they were effective in helping to treat their pain. The permanent scs helped my pain for a few months, but was short lived. I had it reprogrammed multiple times without success. In (B)(6) 2018 I was referred to university of (B)(6) and was officially diagnosed with hypermobility ehlers-danlos syndrome (heds), which is a connective tissue disorder. I remember dr. (B)(6) and dr. (B)(6) were both shocked when they received my report from (B)(6) at university of (B)(6), which confirmed I did in fact have heds. This diagnosis explained all the symptoms I had been experiencing and trying to get help from doctors for the past several years, but kept being dismissed and told it was all in my head. In (B)(6) 2018 my medical records from pain specialists of (B)(6) indicate I was no longer getting relief from my scs. I had the scs device reprogrammed twice without success. As you can imagine, I became severely depressed, as the scs is considered to be a "last resort" option for people with chronic pain. The scs was no longer helping provide pain relief within 9 months of it being implanted. In (B)(6) 2019 after complaining of extreme rib pain, a CT scan revealed I had fractured my 6th rib on the right side of my rib cage. Dr. (B)(6) and I were in complete shock, as I didn't know how I fractured it. She sent me in for a bone density scan, and the results came back normal. In (B)(6) 2020 I could no longer work due to the extreme physical pain and mental distress. I filed for ssdi, and was approved. They backdated my disability date to the last day that I worked at (B)(6). In (B)(6) 2022 while sitting in the chair at the infusion center, my muscles began to contract / contort from the extreme dehydration, which pressed the leads of my spinal cord stimulator into my spinal column and caused the device to malfunction. I began to feel extremely intense vibrating in my head (eyes, brain, teeth.) The tingling / vibrating sensation should never go above my chest, as it was intended to help the pain in my lumbar spine. I was terrified and thought I was dying. I never carry the spinal cord stimulator rem. I sent to dr. (B)(6) regarding the 4 additional rib fractures, I cannot prove, as they did not show up on x-rays. Usually hairline rib fractures only show on CT scans, except for the x-ray on (B)(6) 2022, which showed a sub-acute fracture on the right side 8th rib. I truly believe if I were to have a chest CT scan today, it would show at least 7 separate rib fractures. So far, I can prove 3 separate rib fractures. Per the message from (B)(6) 2020, dr. (B)(6) advised he would not order any more CT scans, as it would not change the treatment and his recommendation would stay the same, which was to increase my gabapentin and take my cyclobenzaprine prescription. Neither of those medicines can touch the pain of a fractured rib. In my opinion, he never met the standard level of care in managing my rib fracture pain that had me wanting to end my life and caused me to file for disability. Dr. (B)(6) gave me a total of 15 tramadol in the 3 years I'd been going to him for primary care. Rib fractures are extremely painful and he didn't care or believe the pain I was in. I have not had any additional rib subluxations or fractures since the device was explanted. All of this would have been prevented had it been properly documented that I was diagnosed with hypermobility syndrome when I received a formal diagnosis in 2014. Had I known I had hypermobility syndrome, I would have never agreed to get the scs. I was never the proper candidate for the device to begin with. Dr. (B)(6) was negligent. FDA safety report ID #(B)(4).